Manufacturer narrative:
Reader mfgd163-t4187 has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader passed all self-test's. Reader was sent for further investigation and de-cased. Visual inspection was performed on the reader's pcba (printed circuit board assembly) and no signs of damage, burn marks, or corrosion was observed. The returned battery was measured at 4.17v, which was within the range of 3.7v and 4.2v. The off current was measured to be within specification. The reader was also montinired using a thermal camera during operation, and no abnormal hot spots were observed. The customer did not returned the charging cable or adapter. There was no evidence that the reader was too hot to hold. No malfunction or product deficiency was identified. The issue is not confirmed. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If additional product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.